Event description:
Falsley elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an advia chemsitry 1800 instrument. The discordant results were not reported to the physician(s). The samples were reprocessed on the original instrument and one of these samples was reprocessed on an alternate instrument. The lower repeat results were considered correct and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the different co2_c results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an advia chemistry 1800 instrument. All quality controls (qc's) were within range on the day of testing. The customer service engineer (cse) was dispatched to the customer's site. The cse inspected the system and found nozzle #2 on the dilution reaction tray wash unit (dwud) was clogged. The cse removed, cleaned, and flushed nozzle assembly. Additionally, as a proactive measure, the cse cleaned and tested all the dwud nozzles and lines and tested for any restrictions; the cse did not find any. Then, the cse performed a wash, and the instrument ran without any issue. The calibrations and qc were run, which passed. The customer placed 10 patient samples and ran replicates for co2_c, and no issues/errors were observed. All tests were within specifications. Siemens further investigated the issue and determined that potential cause of the different co2_c results was instrument related. The instrument is performing according to specifications. No further evaluation of the device is required.